Manufacturer narrative:
Additional information: h6 and h11. H11: the event history log (ehl) was reviewed. This event was reported for levophed; however, the history file did not indicate any event for levophed drug selection. The logs for air in line (ail) and air still detected alarms were found on (B)(6) 2025 for the drug norepinephrine. The event history log indicated an ail alarm (detected at 15:32:38) with the door then opened, the slide clamp removed, and door closing activities indicating some attempt to clear the air. As the door was closed, the air still detected alarm occurred immediately at 15:35:51 indicating air removal was not successful in the first attempt on the ail alarm. As per the complaint, the clinician had to remove & reprime a new line which indicated the air removal on ail was not successful at first attempt. This led to the air still detected alarm. Removing and repriming a new line cleared the air still detected alarm. Upon removing air successfully, the pump was able to start the infusion at 15:38:45 utc and complete the updated infusion of volume to be infused to 30 ml at 15:57:08 without occurrence of any further alarm. Per the ehl, the pump is behaving as expected. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a novum iq large volume pump alarmed continuous air in line alarm. In the intensive care unit during a levophed infusion, at ¿0.25mcg¿ through a central line the pump alarmed ¿continuous air in line alarm.¿ the air in line alarm was assessed; however, continues to alarm air in line. Patient¿s blood pressure dropped to low 40¿s to 50¿s mmhg, epinephrine given for severe hypotension. The tubing removed and reprimed, pump swapped out, and the patient was reconnected to the levophed. No further information was available at the time of this report.